Event description:
It was reported that after undergoing a da vinci ventral hernia repair procedure on (B)(6), the patient expired. The date of the patient's death and cause of death are unknown.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the patient's death. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. If additional information is received a follow-up medwatch report will be submitted to the FDA. Isi has attempted to contact the site's risk management department and the surgeon to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2012. No related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's demise. This complaint is being reported due to the following conclusion: the patient underwent a da vinci surgical procedure and subsequently passed away. However, at this time, the cause of the patient's demise is unknown.